Event description:
It was reported that; pt complains of pain since the surgery. She has also noticed some "clicking" along with the pain and movement of her hip. Pt stated that she has had several blood tests and MRI. MRI showed a pseudotumor. Pt unsure of her implant type and will see her surgeon tomorrow.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.